Event description:
The patient is being treated for the fifth time for hair removal on her legs. The front part of the leg was treated with no issues, when the back of the leg was treated with no issues, when the back of the leg was being treated burns occurred. The patient did not have recent exposure to sun or self-tanning creams. The patient is prescribed (B)(4) cream and pain medication and the clinician followed up three days after the treatment the burns are healing.

Manufacturer narrative:
The technician went on-site to investigate the complaint: the laser energy, handpiece, calport window were examined and no issues were found and the system is working within cynosure published specifications. The root cause cannot be determined.